Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: severe dent of the light guide bundle in the insertion part, component failure of the lg bundle and yellowing of the light guide bundle in the insertion part. A root cause could not be identified. Based on the results of the investigation, it is likely that for the reportable findings in the investigation the following led to the malfunction: severe dent of the light guide bundle in the insertion part and yellowing of the light guide bundle in the insertion part is caused by a component failure of the lg bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced image abnormality. This issue occurred during service / maintenance. There were no reports of patient involvement.